Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a , UDI: (B)(4), serial: (B)(4), batch: 8372335. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had high impedances on one lead. As such, surgical intervention was undertaken and the lead was explanted and replaced. Investigation was unable to determine which lead had impedance.